Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch vita enhanced meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the power issue occurred on (B)(6) 2015 as she did not have a battery. The patient detailed that she manages her diabetes by self-adjusting her insulin doses and it is unknown what changes, if any, she made to her diabetes management routine in response to the alleged issue. The patient reported that within 24 hours after the power issue occurring, she developed symptoms of "feeling very bad, tired and fainted¿ and that on (B)(6) 2015, she was hospitalized where she was treated by a healthcare professional (hcp) with food or drink. At the time of troubleshooting, the cca noted that the battery required to be replaced and that the meter would not power on when prompted by pressing the power button or by inserting a test strip. There was no apparent misuse of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical intervention from a hcp after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (06/01/2015).the patient¿s meter has been returned on 5/15/2015 and evaluated by lifescan product analysis on 5/19/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.